Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary ==> the device was received and evaluated at the service center. The reported complaint that the device did not function and was damaged was confirmed. The following failures were identified with the device upon evaluation : -both covers are broken. The rubber foots were damaged. -the guide line and the chamber holder were bent. -the tamper-proof seal was damaged. -unit was not calibrated correctly. -inadequate flow. -missing components. The following measures were taken during repair of the device : -mechanical upgrade performed. -pressure mechanism re-adjusted. -cover irreparable: replaced. -defective material exchanged. -missing material renewed. -unit calibrated newly. The device was cleaned, tested and found to be fully functional. User mishandling is the most probable root cause for the physical damage to the various parts of the device. The damaged components would have caused the device to not function as intended by the customer. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 04/14/2009 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the affiliate in (B)(6) that during an unknown procedure, it was observed that the 4580 fms duo+ pump/shaver combo ns device did not work; and had broken hinges on the cover. There was no delay in the surgical procedure. There was a spare device available for use to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.